Event description:
A pt had undergone implantation of a cypher stent in the marginal branch (mg) of the circumflex artery and a bx velocity (bare metal stent-bms) in the mid right coronary artery (rca). The pt presented a new episode of precordial pain one year and five months after the implantation of the sirolimus-eluting stent. He then underwent a new coronary angiography, which disclosed the presence of a coronary aneurysm in the marginal branch, in the intra-stent proximal portion, with no luminal obstruction in both stents.